Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 3-4 seconds, the balloon ruptured. The device was removed, the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.